Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a bronchoskopie procedure (patient gender, age and weight are unknown) in 2008. According to the complainant, when the device was approximately half way deployed it was not possible to retract the deployment suture thread. The device was removed from the patient the procedure was completed with another of the same ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.